Manufacturer narrative:
Assessment by merz: the reported event occurred in a compatible local and temporal relationship. Injection site nodule is expected based on currently valid australian instructions for use (IFU) leaflet of radiesse(+). Product preparation issue and off label use of device were coded only for formal reasons. Injection into the neck is no approved indication for radiesse(+) in australia. Possible confounding factors included previous aesthetic treatments with fillers and anti-wrinkles treatment as well as physician stating that issue was a technique failure since the other side of the neck was injected by different nurse and no problems occurred on that side. However, the reported injection site reaction can occur after the treatment with radiesse(+). Therefore, causality is assessed as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to follow-up information received on 27-oct-2023: the events hard and wheal-like track marks were added. The outcome of the event injection site nodule was considered as not resolved. The added events occurred in a compatible local and temporal relationship. Injection site induration and injection site urticaria are expected based on currently valid australian instructions for use (IFU) leaflet of radiesse(+). The added injection site reactions can occur after the treatment with radiesse(+). Therefore, causality for the added events is assessed as possibly related to the treatment with radiesse(+). Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to follow-up information received on 07-nov-2023: the events inflammatory and accumulated were added. The outcome of the events was considered as resolving. The added events occurred in a compatible local and temporal relationship. Injection site inflammation and product distribution issue are expected based on currently valid australian instructions for use (IFU) leaflet of radiesse(+). The added injection site reactions can occur after the treatment with radiesse(+). Therefore, causality for the added events is assessed as possibly related to the treatment with radiesse(+). Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to follow-up information received on 16-nov-2023: causality remains unchanged as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to follow-up information received on 08-dec-2023: causality remains unchanged as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to follow-up information received on 19-apr-2024: the event excess skin/skin thickened was added. The added event occurred in a compatible local relationship. Onset date of the added event was within 6.5 months after the injection which is a long latency but still possible. Injection site hypertrophy is unexpected based on currently valid australian instructions for use (IFU) leaflet of radiesse(+). Dilution is not approved based on the currently valid australian instructions for use leaflet of radiesse(+). Skin hypertrophy refers to the excessive growth of thickened skin tissue. The thickening or enlargement of cells leads to an increase in the size of the respective tissue. It can be caused in response to changes in the environment, genetics, or biological factors. However, a contributory role of radiesse(+) cannot be excluded with certainty. Therefore, causality for the added event is assessed as possibly related to the treatment with radiesse(+). Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to receipt of follow up information on 02-mar-2025: this case was upgraded to serious. The verbatim term lumpiness was changed to lumpiness/nodules and the coding and outcome remained unchanged. Based on the information provided, the nodules still persist in the neck. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse(+). This case was upgraded to serious with the serious event injection site nodule because a permanent damage cannot be excluded. Merz causality re-assessment due to follow-up information received on 01-aug-2025: the reported event lumpiness/nodules was changed to papules and recoded from injection site nodule to injection site papule. The amended event occurred in compatible local and temporal relationship. Injection site papules (serious) is equivalently expected as nodules based on the current valid australian IFU of radiesse (+) and can occur after treatment with radiesse (+). Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse (+). Causality for the amended event is assessed as possibly related to the treatment with radiesse (+) based on compatible local and temporal relationship. This case remains as serious with the serious event injection site papule because a permanent damage cannot be excluded.

Event description:
Case description: this spontaneous report was received from an australian nurse and concerns a female patient. She was injected with radiesse(+) into the neck (off label use of device), for skin tightening, in (B)(6) 2023. A hydrossection technique, with antegrade cannula was performed. The patient had neck hydro dissection with 10ml normal saline and lignocaine (each side). Radiesse(+) was diluted in a 1:2 ratio (product preparation issue, off label use of device). The patient was previously treated with fillers and for anti-wrinkles treatment and experienced swelling. The patient's medical history included celiac disease. The patient had no concomitant medication. In (B)(6) 2023, 1 week after the radiesse (+) injection, the patient experienced lumpiness and it was becoming more pronounced. She expressed concern about this issue. It was believed to be likely just localized inflammation. On (B)(6) 2023, in the afternoon, the physician saw the patient and she had small nodules (around 1 cm) on right side of her neck. There was no pain, no redness and no signs of infection. The other side of her neck was injected by different nurse and she did not have any problems which made the physician believe the issue was a technique failure. On (B)(6) 2023, the physician injected her right-sided neck with 10 ml bacteriostatic sodium chloride and lignocaine 2% and massaged and advised her to keep massaging as well for following few days. The outcome of the event was unknown. In the opinion of the reporter, the event was related to radiesse (+). Follow-up information was received on (B)(6) 2023: the events hard and wheal-like track marks were added. The patient was injected with radiesse(+) 2 weeks prior to this report. Two nurses administered the treatment, one on each side. A 25 g cannula and 2 syringes were used. Radiesse(+) was injected immediately after mixing. Radiesse(+) was diluted with a 2:1 ratio. Five to seven days after the radiesse(+) injection, the patient experienced nodules. Only the right side was left with multiple tiny hard nodules. The patient contacted the nurse who suggested to wait. After noticing the nodules did not improve, the complication was escalated and the physician contacted the patient and asked her to go to her clinic on (B)(6) 2023. The physician washed her neck with 20 ml saline and the patient continued to massage with zero improvement. Plaque-like intradermal nodules were not identified, but a large wheal-like track marks across the patients neck were observed. The physician assured the key opinion leader that these track marks were not of concern. The key opinion leader advised intra-nodular injection of the nodules with local anesthetic, followed by firm massage to physically disrupt the nodules. This procedure was to be repeated every one to two weeks as necessary. Colchicine was used to help with the track marks. The patient took it for 2 days, but ended up very sick. Colchicine was discontinued due to nausea and abdominal pain. No improvement was noticed. The patient was injecting boluses of saline and lignocaine to nodules and massaging firmly, every couple of days. No change was noticed. They have also tried massaging with hot radio frequency and there was no change. It was suspected that the 25 g cannula was slightly sharp for this area, allowing injection into the reticular dermis. The treating physician confirmed that there was firm scratching of the dermis at the time, making it visible in a patient with thin skin. They also attempted flushing with saline and lignocaine using a cannula, followed by needle disruption of the nodules. Additionally, rf micro-needling was performed, but did not yield successful results. On (B)(6) 2023, the patient reported that her neck was really terrible and was not improving. At the time of this report, the nodules were visible even at rest, be-fore they were more noticeable when pulling the skintight. The patient was claimed to be open to surgical interventions to remove this. At the time of this report, the patient was waiting on an update from the physician, but she firmly believed that it was time to come up with a better solution even if it was invasive. Due to the provided information, the outcome of the event lumpiness was considered as not resolved (changed from unknown). Due to the provided information, the outcome of the events hard and wheal-like track marks was considered as not resolved. Follow-up information was received on (B)(6) 2023: the events inflammatory and accumulated were added. It appeared that the substance was accumulated radiesse(+) rather than inflammatory nodules. On (B)(6) 2023, the key opinion leader confidently reinjected intralesionally lidocaine/sterile water. It was planned that the patient massage the area extensively. In a case of no improvement, administration of steroids was planned for the following week. The patient felt that their condition was marginally better than previous week and that radiesse (+) was softer. Due to the provided information, the outcome of the events inflammatory and accumulated was considered as resolving and the outcome of the other events was also considered as resolving (changed from not resolved). Follow-up information was received on (B)(6) 2023: during the injection of radiesse (+), a question arose regarding the potential consequences if it was injected too superficially. The explanation received was that it was fine as they were diluting it and that the hydro dissection technique was also used. Additionally, it was mentioned that the patient lacked fat in the area. A clinic staff member explained that at the clinic, they flushed the area with hyalase and saline that seemed to help and it was also described that they were receiving guidance from their medical director, who indicated that the next step was a steroid injection (dexamethasone) if required, which was not administered at this point (as reported). The physician stated that they saw the patient a couple of times and were due to see her again soon for further review. The patient was happy. At this point they were only using saline and lignocaine via a cannula to mechanically disperse the radiesse(+). On (B)(6) 2023, the patient was receiving a further hyalase and saline injection (as reported). The patient was able to continue this locally with the help of one of the nurses, as she found it impractical to come regularly. There was some overall improvement, albeit slow and subtle. Whilst she continued to be improvement, the physician wanted to continue with the safest option of saline and lignocaine. If or when this failed to show any ongoing improvement, they wanted to add steroids. The patient was reluctant but accepting of this, as she was rather fed up with the whole process. The outcome of the events remained unchanged. Follow-up information was received on 08-dec-2023: on (B)(6) 2023, the patient revisited as there was not much improvement after the continued saline/lidocaine intra-nodular treatment and also after treating with hyalase. She received intramodular steroid injection and was going to be reviewed in 1 to 2 weeks. The outcome of the events remained unchanged. Case closure dated on (B)(6) 2024: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 19-apr-2024: the event excess skin/skin thickened was added. The patient provided an update regarding their neck, describing the development of a significant amount of excess skin that was not present before. The patient expressed concerns that this skin required surgical intervention in the future. After more than six months, the patient reported that the necks condition remained unsatisfactory awful. The patient expressed distress over the situation and indicated a willingness to explore any possible recommendations. It was also noted that while there were still nodules present, these reduced in size as the skin thickened. The medical department responded to the patient and advised her to continue consultations with her consultant dermatologist to address her concerns. Additionally, the consultant dermatologist proactively reached out to the patient to schedule an appointment at a convenient time. The outcome of the event skin thickened was unknown. The outcome of the events inflammatory, lumpiness, hard, wheal-like track marks and accumulated remained unchanged. Follow up information was received on 02-mar-2025: this case was upgraded to serious. The verbatim term lumpiness was changed to lumpiness/nodules and the coding remained unchanged. Seventeen months after the radiesse(+) injection (also reported as on the day of this report), the patient was still experiencing radiesse(+) neck nodules. As reported, she was just so sick of having them there. She sought help, but nothing was working at the time of the report. Due to the provided information, the outcome of the event lumpiness/nodules was considered as not resolved (changed from resolving). The outcome of the events inflammatory, hard, wheal-like track marks, accumulated and skin thickened remained unchanged. Follow-up information was received on 01-aug-2025: the reported event lumpiness/nodules was changed to papules and recoded from injection site nodule to injection site papule. On (B)(6) 2025, the nurse noted that a previous recommendation was to continue flushing the area with sterile water and requested a second opinion by a consulting physician. On (B)(6) 2025, the consulting physician who reviewed the photos assessed the condition as very much improved and described the presence of two papules (<1cm) on the left and right side of the neck, rather than nodules. The physician suggested that if natural resolution did not provide any further improvement over the past 4-6 months, the current state was possibly good as it get, as reported. If slow improvement was still occurring, the physician advised to wait. As an alternative for the concerning papules, the physician proposed that a plastic surgeon was able to consider excision, noting the papules appear to be located along neck creases where a small incision was well camouflaged. On (B)(6) 2025, the patient agreed that the nodules reduced but reporting a persistent scar-like skin texture on her neck which she attributed to clumps of radiesse(+) sitting underneath the skin. She noted the issue was ongoing for almost two years and stated her intention to seek another consultation with a plastic surgeon. Due to the provided information, the outcome of the event papules was considered as resolving. The outcome of the events inflammatory, hard, wheal-like track marks, accumulated and excess skin/skin thickened remained unchanged.

Manufacturer narrative:
Assessment by merz: the reported event occurred in a compatible local and temporal relationship. Injection site nodule is expected based on currently valid australian instructions for use (IFU) leaflet of radiesse (+). Product preparation issue and off label use of device were coded only for formal reasons. Injection into the neck is no approved indication for radiesse (+) in australia. Possible confounding factors included previous aesthetic treatments with fillers and anti-wrinkles treatment as well as physician stating that issue was a technique failure since the other side of the neck was injected by different nurse and no problems occurred on that side. However, the reported injection site reaction can occur after the treatment with radiesse (+). Therefore, causality is assessed as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to follow-up information received on 27-oct-2023: the events hard and wheal-like track marks were added. The outcome of the event injection site nodule was considered as not resolved. The added events occurred in a compatible local and temporal relationship. Injection site induration and injection site urticaria are expected based on currently valid australian instructions for use (IFU) leaflet of radiesse (+). The added injection site reactions can occur after the treatment with radiesse (+). Therefore, causality for the added events is assessed as possibly related to the treatment with radiesse (+). Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to follow-up information received on 07-nov-2023: the events inflammatory and accumulated were added. The outcome of the events was considered as resolving. The added events occurred in a compatible local and temporal relationship. Injection site inflammation and product distribution issue are expected based on currently valid australian instructions for use (IFU) leaflet of radiesse (+). The added injection site reactions can occur after the treatment with radiesse (+). Therefore, causality for the added events is assessed as possibly related to the treatment with radiesse (+). Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to follow-up information received on 16-nov-2023: causality remains unchanged as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to follow-up information received on 08-dec-2023: causality remains unchanged as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to follow-up information received on 19-apr-2024: the event excess skin/skin thickened was added. The added event occurred in a compatible local relationship. Onset date of the added event was within 6.5 months after the injection which is a long latency but still possible. Injection site hypertrophy is unexpected based on currently valid australian instructions for use (IFU) leaflet of radiesse (+). Dilution is not approved based on the currently valid australian instructions for use leaflet of radiesse (+). Skin hypertrophy refers to the excessive growth of thickened skin tissue. The thickening or enlargement of cells leads to an increase in the size of the respective tissue. It can be caused in response to changes in the environment, genetics, or biological factors. However, a contributory role of radiesse (+) cannot be excluded with certainty. Therefore, causality for the added event is assessed as possibly related to the treatment with radiesse (+). Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to receipt of follow up information on 02-mar-2025: this case was upgraded to serious. The verbatim term lumpiness was changed to lumpiness/nodules and the coding and outcome remained unchanged. Based on the information provided, the nodules still persist in the neck. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse (+). This case was upgraded to serious with the serious event injection site nodule because a permanent damage cannot be excluded.

Event description:
Case description: this spontaneous report was received from an australian nurse and concerns a female patient. She was injected with radiesse (+) into the neck (off label use of device), for skin tightening, on (B)(6) 2023. A hydrossection technique, with antegrade cannula was performed. The patient had neck hydro dissection with 10ml normal saline and lignocaine (each side). Radiesse (+) was diluted in a 1:2 ratio (product preparation issue, off label use of device). The patient was previously treated with fillers and for anti-wrinkles treatment and experienced swelling. The patient's medical history included celiac disease. The patient had no concomitant medication. On (B)(6) 2023, 1 week after the radiesse (+) injection, the patient experienced lumpiness and it was becoming more pronounced. She expressed concern about this issue. It was believed to be likely just localized inflammation. On (B)(6) 2023, in the afternoon, the physician saw the patient and she had small nodules (around 1 cm) on right side of her neck. There was no pain, no redness and no signs of infection. The other side of her neck was injected by different nurse and she did not have any problems which made the physician believe the issue was a technique failure. On (B)(6) 2023, the physician injected her right-sided neck with 10 ml bacteriostatic sodium chloride and lignocaine 2% and massaged and advised her to keep massaging as well for following few days. The outcome of the event was unknown. In the opinion of the reporter, the event was related to radiesse (+). Follow-up information was received on 27-oct-2023: the events hard and wheal-like track marks were added. The patient was injected with radiesse (+) 2 weeks prior to this report. Two nurses administered the treatment, one on each side. A 25 g cannula and 2 syringes were used. Radiesse (+) was injected immediately after mixing. Radiesse (+) was diluted with a 2:1 ratio. Five to seven days after the radiesse (+) injection, the patient experienced nodules. Only the right side was left with multiple tiny hard nodules. The patient contacted the nurse who suggested to wait. After noticing the nodules did not improve, the complication was escalated and the physician contacted the patient and asked her to go to her clinic on (B)(6) 2023. The physician washed her neck with 20 ml saline and the patient continued to massage with zero improvement. Plaque-like intradermal nodules were not identified, but a large wheal-like track marks across the patients neck were observed. The physician assured the key opinion leader that these track marks were not of concern. The key opinion leader advised intra-nodular injection of the nodules with local anesthetic, followed by firm massage to physically disrupt the nodules. This procedure was to be repeated every one to two weeks as necessary. Colchicine was used to help with the track marks. The patient took it for 2 days but ended up very sick. Colchicine was discontinued due to nausea and abdominal pain. No improvement was noticed. The patient was injecting boluses of saline and lignocaine to nodules and massaging firmly, every couple of days. No change was noticed. They have also tried massaging with hot radio frequency and there was no change. It was suspected that the 25 g cannula was slightly sharp for this area, allowing injection into the reticular dermis. The treating physician confirmed that there was firm scratching of the dermis at the time, making it visible in a patient with thin skin. They also attempted flushing with saline and lignocaine using a cannula, followed by needle disruption of the nodules. Additionally, rf micro-needling was performed, but did not yield successful results. On (B)(6) 2023, the patient reported that her neck was really terrible and was not improving. At the time of this report, the nodules were visible even at rest, be-fore they were more noticeable when pulling the skintight. The patient was claimed to be open to surgical interventions to remove this. At the time of this report, the patient was waiting on an update from the physician, but she firmly believed that it was time to come up with a better solution even if it was invasive. Due to the provided information, the outcome of the event lumpiness was considered as not resolved (changed from unknown). Due to the provided information, the outcome of the events hard and wheal-like track marks was considered as not resolved. Follow-up information was received on 09-nov-2023: the events inflammatory and accumulated were added. It appeared that the substance was accumulated radiesse (+) rather than inflammatory nodules. On (B)(6) 2023, the key opinion leader confidently reinjected intralesionally lidocaine/sterile water. It was planned that the patient massage the area extensively. In a case of no improvement, administration of steroids was planned for the following week. The patient felt that their condition was marginally better than previous week and that radiesse (+) was softer. Due to the provided information, the outcome of the events inflammatory and accumulated was considered as resolving and the outcome of the other events was also considered as resolving (changed from not resolved). Follow-up information was received on 16-nov-2023: during the injection of radiesse (+), a question arose regarding the potential consequences if it was injected too superficially. The explanation received was that it was fine as they were diluting it and that the hydro dissection technique was also used. Additionally, it was mentioned that the patient lacked fat in the area. A clinic staff member explained that at the clinic, they flushed the area with hyalase and saline that seemed to help and it was also described that they were receiving guidance from their medical director, who indicated that the next step was a steroid injection (dexamethasone) if required, which was not administered at this point (as reported). The physician stated that they saw the patient a couple of times and were due to see her again soon for further review. The patient was happy. At this point they were only using saline and lignocaine via a cannula to mechanically disperse the radiesse (+). On (B)(6) 2023, the patient was receiving a further hyalase and saline injection (as reported). The patient was able to continue this locally with the help of one of the nurses, as she found it impractical to come regularly. There was some overall improvement, albeit slow and subtle. Whilst she continued to be improvement, the physician wanted to continue with the safest option of saline and lignocaine. If or when this failed to show any ongoing improvement, they wanted to add steroids. The patient was reluctant but accepting of this, as she was rather fed up with the whole process. The outcome of the events remained unchanged. Follow-up information was received on 08-dec-2023: on (B)(6) 2023, the patient revisited as there was not much improvement after the continued saline/lidocaine intra-nodular treatment and also after treating with hyalase. She received intramodular steroid injection and was going to be reviewed in 1 to 2 weeks. The outcome of the events remained unchanged. Case closure dated on 09-feb-2024: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 19-apr-2024: the event excess skin/skin thickened was added. The patient provided an update regarding their neck, describing the development of a significant amount of excess skin that was not present before. The patient expressed concerns that this skin required surgical intervention in the future. After more than six months, the patient reported that the necks condition remained unsatisfactory awful. The patient expressed distress over the situation and indicated a willingness to explore any possible recommendations. It was also noted that while there were still nodules present, these reduced in size as the skin thickened. The medical department responded to the patient and advised her to continue consultations with her consultant dermatologist to address her concerns. Additionally, the consultant dermatologist proactively reached out to the patient to schedule an appointment at a convenient time. The outcome of the event skin thickened was unknown. The outcome of the events inflammatory, lumpiness, hard, wheal-like track marks and accumulated remained unchanged. Follow up information was received on 02-mar-2025: this case was upgraded to serious. The verbatim term lumpiness was changed to lumpiness/nodules and the coding remained unchanged. Seventeen months after the radiesse (+) injection (also reported as on the day of this report), the patient was still experiencing radiesse (+) neck nodules. As reported, she was just so sick of having them there. She sought help, but nothing was working at the time of the report. Due to the provided information, the outcome of the event lumpiness/nodules was considered as not resolved (changed from resolving). The outcome of the events inflammatory, hard, wheal-like track marks, accumulated and skin thickened remained unchanged.